Manufacturer narrative:
The investigation into patient's ventricular tachycardia/ventricular fibrillation (vt/vf) has been completed. No product was returned. Per the clinical investigation, the root cause of the vt/vf could not be determined as insufficient clinical details were provided.

Event description:
The complainant reported a patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the patient experienced several episodes of ventricular tachycardia/ventricular fibrillation (vt/vf) which required emergent venoarterial extracorporeal membrane oxygenation (va ECMO). The patient remained unstable with cycles of vt requiring defibrillation with high dose pressors and inotropes. It was reported that after additional rounds of vt, echocardiogram was performed to confirm placement. No explant date was provided, and the procedural outcome is unknown.

Manufacturer narrative:
H.6 code 4647 was added as it was inadvertently omitted from manufacturer device report number 1220648-2024-14262.